Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the customer comment that the stylus was not working, it did not align with the cursor and therefore the bezel shield assembly was replaced and the stylus was recalibrated to the new touch screen. It was further noted that the left keyboard hinge was broken and it was also replaced. (B)(4).

Event description:
It was reported that the programmer's stylus was not working. The programmer was returned for service. No patient complications have been reported as a result of this event.